Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 522-523 mg/dl. Before going to the emergency room, the customer attempted to treat the bg by performing a supply change and delivering a correction bolus. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER on (B)(6) 2025 with no permanent damage. The cause for the reported issue is unknown, however the customer acknowledged that the pump was functioning as intended.